Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8709, lot# l66214, implanted: (B)(6) 1999, product type: catheter.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown drug from an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 a pump replacement surgery took place. When the surgeon opened the pocket they realized that the catheter was fractured and the drug had been administered in the patient's pocket for an unknown period of time. The surgeon replaced the hub with a sutureless connector and placed a new 40 cc pump. The patient's status was alive with no injury. No patient symptoms were reported. Additional information was reported by the rep on (B)(6) 2016. The pump was being replaced due to normal (eri) elective replacement indicator. It was noted that the medication seemed to be leaking into the pocket through the fractured catheter. The healthcare professional (hcp) had not mentioned the patient having any side effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.